Event description:
Pt experiencing pain and discomfort with prolonged walking. Dr. Performed revision of femoral component and exchange of polyethylene liner in acetabulum. Pt had total hip arthroplasty in 1995.